Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using the returned battery by bench handling, power cycling, and functional stress testing without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults or evidence of a device malfunction. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.